Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, false auto mode switching episodes due to noise were observed on the right atrial lead. Insulation breach was noted under fluoroscopy when the patient presented in emergency room with the device nearing eri. Lead was capped and replaced on (B)(6) 2018 during device change out procedure. Patient¿s condition was stable throughout the event.